Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the battery in her insulin pump because there was a bad battery. The insulin pump then died. The customer inserted a new battery and received a battery out limit alarm on her insulin pump. The customer's blood glucose was 46 mg/dl. Customer declined troubleshooting for her blood glucose levels and did not know what caused the low blood glucose levels. The pump was alarming. Assisted customer with clearing the alarm and reprogramming the date and time. The customer stated that the batteries were out of the insulin pump for a duration greater than allowed by the insulin pump. Advised that this was normal insulin pump behavior and to monitor the insulin pump. Advised to call back if any issue occurred. Nothing further reported.